Event description:
It was reported that pump experienced malfunction alarm with no notable events prior. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, while technical support arranged replacement pump.